Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a female patient who had an unknown mentor saline prosthesis and a mentor smooth round moderate plus profile 300cc saline prosthesis placed suffered several unexplained systemic symptoms, including autoimmune issues, eosinophilic esophagitis, allergies to mold, weight issues headaches, body aches impairing movement, fevers, rheumatoid arthritis impairing her ability to work, brain fog, tachycardia, blurred vision, face swelling, digestive issues, food intolerance, joint pain, bloodshot eyes, hair loss, insomnia, and fatigue. Thyroid testing was performed and did not reveal abnormalities. The devices were explanted on (B)(6) 2019. Since removal of the implants, the patient reported that her symptoms had disappeared. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2019-11932 for contralateral prosthesis report. This event had been submitted to FDA by the patient under mw5085137.